Event description:
Additional information received notes that the patient experienced syncope.

Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, the right ventricular lead exhibited an increase in capture threshold. The lead showed intermittent capture at max output and loss of capture was seen. The physician capped and replaced the lead on (B)(6) 2023. The patient was in stable condition throughout the procedure.